Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. After a physical examination, it was found that the pump located in the scrotum was pumped a few times and would lock and remain empty. Troubleshooting was performed with no success. A surgery was recommended but still not performed. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. After a physical examination, it was found that the pump located in the scrotum was pumped a few times and would lock and remain empty. Troubleshooting was performed with no success. A surgery was recommended but still not performed. There were no patient complications reported.